Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported encountering air detected in cassette warnings during pd treatment. When patient caretaker removed the cassette from the cycler after ending treatment there was fluid discovered in the pump module area. Fluid was also discovered on the external of the cassette. The fluid leaked from an unknown place. In a follow up call to the caretaker the fluid leak was verified. The caretaker stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The caretaker confirmed that the cycler set was not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported encountering air detected in cassette warnings during pd treatment. When patient caretaker removed the cassette from the cycler after ending treatment there was fluid discovered in the pump module area. Fluid was also discovered on the external of the cassette. The fluid leaked from an unknown place. In a follow up call to the caretaker the fluid leak was verified. The caretaker stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The caretaker confirmed that the cycler set was not available to be returned to the manufacturer for physical evaluation.